Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 18:24:36 on (B)(6) 2023. At 04:58:20, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity/unconducted p waves. At 05:00:55, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity/unconducted p waves. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 05:01:22, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with motion artifact. At 05:03:21, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with motion artifact. The electrode belt was disconnected at 05:45:52 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.